Event description:
Related to MFR report # 2183959-2012-01288. On (B)(6), 2007, a monarc was implanted with the intention of treating her "pop" (pelvic organ prolapse) and "sui" (stress urinary incontinence). Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant," plaintiff has, "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery that has resulted in disability, mental anguish, loss of capacity for the enjoyment of life, medical and nursing care and treatment, aggravation of a preexisting condition, and other injuries." It was also alleged that plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries." Additionally alleged, plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" that contributed to "serious adverse reactions," and other losses.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.